Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had their lead explanted on an (B)(6) 2025 for an unknown reason. The ipg was explanted on an unknown date for an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.during processing of this complaint, attempts were made to obtain complete event and patient information.